Event description:
As reported via (B)(6), a patient experienced a neurological event one day post carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 1 and the patient was symptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the left proximal internal carotid artery. The lesion was described as arch type ii, 20 mm in length, concentric and mildly calcified. The reference vessel was mildly tortuous and 6 mm in diameter. A 7 mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 9.0 x 40 mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. It is unknown if debris was noted in the filter basket. It is unknown if air bubbles were present. There was 30% residual stenosis. The patient left the angiography suite with no neurological deficits. The day after the index procedure, the patient experienced a neurological event. It is unknown if the patient was medically treated. The duration of the event is unknown. The post nih stroke scale score was 4 and the post stroke score was 1. The patient was discharged two days after in the index procedure. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was not related to the cordis products.

Manufacturer narrative:
Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received indicates that the neurological event with unknown symptoms was gradual with fully recovery and no residual deficit. Per the investigator, the event was not related to the index procedure. Complaint conclusion: as reported via the sapphire registry, a patient experienced a neurological event with unknown symptoms one day post carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 1 and the patient was symptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the left proximal internal carotid artery. The lesion was described as arch type ii, 20mm in length, concentric and mildly calcified. The reference vessel was mildly tortuous and 6mm in diameter. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 9.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. It is unknown if debris was noted in the filter basket. It is unknown if air bubbles were present. There was 30% residual stenosis. The patient left the angiography suite with no neurological deficits. The day after the index procedure, the patient experienced a neurological event. The event was gradual with full recovery and no residual deficit. It is unknown if the patient was medically treated. The post nih stroke scale score was 4 and the post stroke score was 1. The patient was discharged two days after in the index procedure. Concomitant medications included clopidogrel and asprin at pre/post procedure and at discharge. Per the investigator, the event was not related to the cordis products or the index procedure. The patient¿s medical history includes hyperlipidemia, smoking and hypertension. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Neurological events are well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. The symptoms are often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. These neurological symptoms may last up to 24 hours, but they often last only a few minutes. The event occurs when the blood supply to part of the brain is briefly interrupted. Neurological symptoms are similar to those of stroke but do not last as long; they often disappear within an hour. Based on the information received, the unknown neurological symptoms resolved without residual, however, there is a significant change from the baseline stroke scales and the post stoke scales. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.